Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure.according to the complainant, there was no current coming from the device, during the procedure. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
A mother reported that her daughter was found in her bed, skin pale and did not recognize her. An adc meter reading of 98 mg/dl was obtained, which was higher than the daughter felt. Although not reported initially, it was discovered during follow-up clarification that the customer had lost consciousness. Mother reportedly called a doctor, and the doctor made a house visit, diagnosed her with hypoglycemia and gave the customer orange juice. The daughter was taken to a health care facility, where it was reported that additional readings of 120 mg/dl and 128 mg/dl were obtained with the same adc meter. No treatment was reportedly rendered at the health care facility. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (81032) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(4)-2010. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).